Event description:
This pi is for the (B)(6) 2016 surgical cleanup for infection peri-prosthetic tibial, retaining tibial stem, and implantation of antibiotic cement spacer. Patient underwent resection surgery in 1989 proximal right tibia and reconstruction with hmrs modular prosthesis stryker for osteosarcoma. On (B)(6) 2008 surgery for revision of the tibial prosthetic component due to stem rupture. On that occasion, the patient replaced the hmrs tibial stem with gmrs stryker tibial stem (ref 6495-5-011, lot 7w4074a) and fitted new tibial prosthetic body by implanting hmrs 120mm tibial prosthetic corope, gmrs tibial prosthetic tense adapter, and gmrs 50mm tibial spacer (no replacement of femoral component which was intact). On (B)(6) 2016 surgery replacement of right knee prosthetic joint components due to wear and tear. On (B)(6) 2016 surgical cleanup for infection peri-prosthetic tibial, retaining tibial stem, and implantation of antibiotic cement spacer. On (B)(6) 2017 also explantation of femoral prosthetic component and further surgical cleaning with cement spacer renewal. On (B)(6) 2017 renewal cement spacer. On (B)(6) 2017 implantation of modular tibia prosthesis proximal dx in knee arthrodesis also using component custom gmrs extension piece (ref c-m106-2-000; lot tagw401). In march 2025 onset of acute pain right leg in absence of obvious trauma. X-ray performed on (B)(6) 2025 thigh and right leg showing rupture of tibial prosthetic stem. For this reason, on (B)(6) 2025 underwent amputation surgery transfemoral dx with complete removal of the prosthetic implant.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown gmrs knee was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that cleanup surgeries were performed due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following device were also listed in this report: device name# 11mm press fit fluted stem; cat# 6495-5-011; lot# 7w4074a it cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
No new information.